Manufacturer narrative:
Evaluation summary: the x-ray demonstrated moderate calcification on leaflets 1 and 3, minimal calcification on leaflet 2, and wireform distortion around leaflet 1. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect and 5mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Leaflet 1 had a 5mm tear near commissure 1. Calcification was evident near the tear. The customer report of tear and calcification was confirmed. Report of insufficiency could not be confirmed through visual observations. In addition, heavy host tissue was observed on the valve. Host tissue/pannus growth likely contributed, to a lesser degree, to this explant. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. In this case, the root cause for the calcification, pannus, and leaflet tear remains indeterminable. However, it is likely that patient related factors and the progression of the patient's underlying valvular disease pathology contributed to the event.

Manufacturer narrative:
Additional manufacturer narrative: calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the patient's medical records indicate calcification and tearing of the explanted valve, which was likely the cause of the patient's insufficiency. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. The explanted valve has also been returned to edwards for analysis. The evaluation is currently in progress. A supplemental report with findings will be submitted upon completion.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that an edwards bioprosthetic aortic valve, implanted approximately nine (9) years, was explanted due to severe aortic valve insufficiency. According to the operative report, the prosthesis was severely destroyed and tore in the commissure between the right and noncoronary cusps. Per the pathology report, calcification was noted on the valve. Aortic valve replacement was performed twice with new bioprosthetic valves; however, there was coronary occlusion noted. At this stage, it was decided to perform a freestyle aortic valve replacement to re-implant the coronary directly into the valve conduit to correct the obstructing nature of the prosthesis. The aorta was completely transected and a 23 mm freestyle medtronic aortic root heart valve was implanted. Unfortunately, the patient experienced complications after this procedure and had no function of the left ventricle. The patient expired in the operating room.